Event description:
User received an erroneous result on proficiency sample for igm. Initial result 101 mg/dl on 2008, expected value was 69-89 mg/dl. No pt samples involved in this event. The field svc rep was unable to determine root cause, but checked the function of the analyzer. Performance tests were performed and within spec.